Event description:
Hypoglycemia: overdose: medication error: a diabetes educator reported that a pt with a language communication problem misunderstood a pharmacist's instructions on how to use novolin n (rdna) penfill insulin and a novopen 1.5 device. Apparentily, the pharmacist instructed the pt to use the entire insulin cartridge before changing it and the pt thought she should use the entire insulin cartridge for each injection. The pt had recentily been taught to use novolin n (rdna) prefilled insulin syringes but the pharmacist filled the prescription with novolin n (rdna) penefill insulin cartridges and a novopen 1.5 device by mistake. The pt gave herself four injections of 16 units each, totaling 64 units. At that point she was tired of taking repeated injections, so she stopped and went to work. She works at a clinic and when she arrived at work she told the nurses there what she had done. They checked her blood glucose level, which was 60 mg/dl, and gave her glucose. She was then taken to the emergency room where another blood glucose test was done and, although her blood glucose level had elevated to 78 mg/dl, she was given glucose intravenously. Following the IV glucose her blood glucose level had elevated to >200 mg/dl. The pt did not lose consciousness nor was she admitted to the hosp.